Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary failed to open drawer 4 in the main cabinet. The storage space had failed with a failed to close error, which prevented the drawer from opening. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found station with aux full height (fh) drawer 4 with failed to close message. Opened back panel and found orange light not displaying for latch sensor. Pushed red latch button to ejected drawer and found magnet missing from inseparable. Removed drawer from station and replaced inseparable. Returned drawer to station and rebooted device. After reboot customer was able to recover and inventory drawer with good results. The system functioned as intended after the field service engineer repaired the device.